Event description:
It was reported that during a da vinci-assisted abdominal testicular resection surgical procedure, the maryland bipolar forceps instrument stopped working. The customer found the wire to be defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument stop working, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and found to have a broken conductor wire at the yaw pulley. The conductor wire appears to be attached but can be easily pulled out of the grip-crimp location without applying too much force. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have conductor wire¿s insulation to be pulled from the grip-crimp location at the distal end. The conductor wire was exposed as a result. The complaint regarding the instrument not working was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of a broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This complaint changed to a reportable malfunction due to the following conclusion: the instrument had conductor wire insulation damage with an exposed conductor wire. The damaged conductor wire insulation with the exposed conductor wire has the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.